Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The nurse reported a blood leak alarm during the start of a routine hemodialysis treatment. There was no visual evidence of an actual blood leak and hemostick testing was negative for blood. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The disposable cartridge was not returned to nxstage as requested. The exact cause of the reported alarm is not known. The blood leak alarm was most likely due to air in the fluid circuit interfering with the blood leak detector signal. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported for this lot of cartridges. Nxstage medical considers this report closed. No additional information will be provided.